Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an intermittent loss of image on the monitor during a diagnostic colonoscopy involving an olympus colonovideoscope. The customer suspected that the cause of the intermittent loss of image was due to fluid invasion. There was no patient injury reported.